Event description:
A routine pacemaker evaluation done in 2001 revealed atrial capture and ventricular noncapture. Bipolar impedances on the ventricular lead (cpi model #4285) measured 72,500 ohms, a sudden increase. Battery voltage in the pg was good. The device was unable to measure unipolar impedences. Ventricular capture thresholds were significantly higher, sensing was good. Pt underwent surgery for a suspected ventricular lead fracture. During surgery, dr had difficulty removing the screw from the pg. Testing of the v lead measured normal in surgery. It was felt the problem was within the pg device, rather than the lead itself. Follow-up done in 2002, indicates normal ventricular lead impedences, capture threshold in sensing.